Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter last name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported slight numbness at post op visits following placement of implant #20. The patient experienced nerve injury at implant site. The implant was ultimately removed due to pain/mild paresthesia.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsx31b10, (tsx¿ implant, 3.1mmd, 10mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was returned with no apparent damage / malfunction that would cause or contribute to the reported event. Measurements match drawing functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1264478. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264478 for similar events and no other complaint was identified. Review completed utilizing keywords: nerve damage. The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU (p-tsximp) 2022/09 rev. A. Information identified: potential adverse effects per IFU: potential adverse events associated with the use of dental implants may include: magnetically induced displacement force, torque and radio frequency heat induced bone necrosis following magnetic resonance exposure, soft tissue irritation/damage; presence of metallic debris; foreign body reaction; failure to integrate; loss of integration; dehiscence requiring bone grafting; perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal; or gingiva, infection as reported by an abscess, fistula, suppuration, inflammation, gingival recession, radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion and/or aspiration . Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.